Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the left ventricular (lv) lead was found to have no capture, and performing an x-ray confirmed lv lead dislodgement. The lv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.